Event description:
Upon arrival to the central monitor tech work room, the monitor techs, realized at approximately 0715 that they could no longer analyze from the spacelabs system to clinical access. The monitor techs were able to generate the initial strip for the shift. The rhythms were visible; however, the monitor techs did not have the ability to analyze with a heart rate¿there is a heart rate on the screen but it is not necessarily accurate until the monitor tech can analyze and then save. Monitoring is occurring during this time but the information that is in clinical access has an erroneous heart rate. (Example: monitor tech may manually analyze the heart rate at 75 but in clinical access the heart rate may be 40). The ability to analyze returned about 1530 hours. The version of the current software in use is 2.03.01. There were no reported incidents of patient harm during this time period.